Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium prime detachable coil system failed to detach at the target site. The patient was undergoing surgery for treatment of saccular, unruptured, a-com aneurysm with a max diameter of 3mm and a 2mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. It was reported that the product was prepared according to the instructions for use (IFU), inserted into the target site of the cerebral aneurysm, and attempted to be implanted. However, it failed in detachment even though the attempt was made twice with the instant detacher. The manual detachment method was attempted once, but it still failed detachment. The device was retrieved. When the healthcare provider (hcp) visually confirmed the coil part, the coil came off. There was no patient injury reported with the event. Ancillary devices include an echelon10 straight microcatheter.